Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported a blank display. The display was blank at the time of the call. The customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement, sleep current measurement, active current measurement, self-tests or verify button keypad/stuck button alarm anomaly and unable to download history files and traces due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronics assembly during visual inspection. Also, found corroded keypad traces. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay. Unable to confirm button keypad/stuck button alarm anomaly and unable to download history files and traces due to blank display. Unit received blank display due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.